Event description:
Venous line disconnected from pt catheter 5 minutes into treatment. The facility states it was user error because the staff did not tighten the line and because they thought the hemoclip was in place but it had not been applied. Pt lost 500ml of blood and received a transfusion. Hospitalization not required. Sample is not available. Sap indicates that this unit received 6 shipments of combi sets since jan. 2004.